Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.